Event description:
It was reported that the patient had a lot of popping in their back and was not sure if it was some hardware, as they had a lot, or another disk that was popping. It was noted that since the patient had a doctor appointment today and was getting checked, the patient would also like to get the device checked. It was noted that troubleshooting was limited due to the long duration since the last recharge session. Additional information received reported that the patient received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. It was also reported that the patient was still having concerns with their device or therapy but was working with their hcp or manufacturer representative. The patient was scheduled for surgery on 2013 (B)(6).

Manufacturer narrative:
Product ID 37752, serial# unknown; product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2009 (B)(6); product type lead. (B)(4).

Event description:
It was further reported that the patient had their implantable neurostimulator replaced during the week of thanksgiving 2013.